Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system was returned for evaluation and the covered stent was found loaded; the force transmitting proximal sheath was fractured which indicates high tensile forces were experienced during deployment attempt. It is considered the fracturing of the proximal sheath led to the impossibility to deploy the stent which leads to confirmed results for proximal sheath fracture and failure to deploy. An indication for a manufacturing related cause could not be found. In this case, it was reported that an 8f introducer was used for access, the tracking vessel was neither tortuous nor calcified and the lesion was pre-dilated. A manufacturing related cause was considered; therefore, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available a definite root cause could not be identified labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Based on the IFU supplied with this product delivery system specific events that could be associated with clinical complications include but are not limited to failure to deploy and high deployment forces. With regards to accessories, the IFU states, use 0.035 inch (0.89 mm) guidewire of appropriate length to allow safe delivery of the covered stent and removal of the delivery system. Introducer sheath with appropriate inner diameter and length. Regarding correct deployment the IFU states. Maintain a stationary hold on the white stability sheath during covered stent deployment. Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath, relaxed and avoid tension. Regarding preparation the IFU states: pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent graft placement procedure using the covera vascular covered stent in stenoses in av fistula via forearm during procedure at first dialysis shunt, the deployment wheel showed high resistance. Suddenly, the deployment wheel showed no resistance at all and rotated freely without releasing the stent. Stent graft retrieved fully. No further intervention needed.